Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it chipped out on lower left front corner of top case and cracked on right plunger case. Device underwent functional testing, confirming the reported customer complaint. A blank screen and constant alarm was found at power up. The interconnect board found to not be operating as intended, and the problem source has been determined to be unknown.

Event description:
Information was received that upon turning device on, it alarms loudly and continuously. No adverse effects reported.